Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 155 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.